Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the device became entrapped on the wire. A 2.1mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the popliteal. During the procedure inside the patient, the catheter locked up on the 0.014 thruway guidewire. The devices had to be removed from the patient. The procedure was completed with a balloon. There were no patient complications and the patient was fine.